Manufacturer narrative:
A depuy france supplier examined the returned instrument and confirmed the tip broke off. Although the exact root cause could not be determined, the instrument deteriorated during use. Review of the device history records an initial conformance with regards to the specifications; there was no deviations or non-conformances. A rockwell hardness test was conducted and found to be within the hardness requirements. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The threaded tip of the instrument is broken. No other information available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.